Manufacturer narrative:
The insulin pump was monitored for several days no unexpected low battery test noted and has normal operating currents. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacturer report number 2032227-2015-50429.(B)(4)

Event description:
The customer reported via phone call that the insulin pump has been having battery issues and experiencing high blood glucose. The customer stated that she would sometimes receive low battery alerts and the battery icon is empty, other times she receives battery error alarms and the insulin pump shuts off. The customer reported waking up with blood glucose in the 700 mg/dl range and finding the battery depleted. Customer's high blood glucose level is an average of 600 mg/dl. The customer stated that she received a battery cap replacement and the issue was not resolved. Most recent low battery alert was on (B)(6) 2015. Blood glucose at the time is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.